Event description:
It was reported that during an open procedure of bulky tumor removal, the device became not to be activated after the first actuation. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned in good physical condition. The instrument was connected to a gen11 it did activate. While testing the hand activation function, the min hand activation button remained activated (continuous activation) after the button was released. This occurred while compressing the button on the side of the instrument. No conclusion can be reached as to what may have caused the buttons continuous activation.